Event description:
Related manufacturer reference number: 2938836-2019-04512. It was reported that increased atrial capture threshold was observed. This was noticed after the patient reported a fall. The r waves also dropped. No other electrical anomalies seen. A chest x-ray was ordered and both leads were dislodged. The leads were explanted and replaced. Patient was fine, before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.